Event description:
It was reported the patient experienced loss of stimulation therapy from the drg system. Reportedly, the patient has a history of falling down stairs since approximately three months after he was implanted. At that point he noticed a gradual change to his stimulation to the point where he was not feeling any benefit or sensation of stimulation even if he turned it up to the available maximum. Upon interrogation of his drg system the lead returned normal impedances, but the system could not produce any sensation of stimulation on any contact. X-ray taken did not show any lead deviation or anomaly. Surgical intervention may be necessary to address the issue.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02300. Follow information obtained identified the patient was implanted with two leads. The second lead was added to the report as device 2.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2019-02300. Additional information received identified the patient passed away of unrelated causes to the drg system. No further actions needed.